Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with 33 staples left in the cover block indicating that at least 2 staples were fired by the end user. Reference file (B)(4) & visistat 1900074434 for investigation photos. The sample was sent to the manufacturing site for further investigation. For the dimensional inspection, the forming tool and the anvil were evaluated using a microscope with 30x magnification. It was observed that the forming tool was in perfect condition, however the anvil had some lateral notches. The anvil was reviewed in a vision system to visualize the angle marked in drawing 150009474 and it was found that the anvil has a deformity. Upon functional inspection, the staples were unable to form properly. The sample was shipped to the manufacturing site for further I nvestigation. During functional inspection at the manufacturing site, two attempts to fire staples were made. Both attempts resulted in staples being unable to form properly. It appears that the staplers are slipping from the forming tool before being completely f ormed. The anvil and the forming tool were examined visually and dimensionally. It was found that the anvil was deformed. The device was assembled with a new anvil and the stapler was fired, the staple formed correctly. The deformity in the anvil prevented the sta ples from forming properly. However, since the lot number was not reported, it could not be determined which supplier manufactured the defective component, or when the defective anvil was manufactured. Reference file (B)(4) & visistat 1900074434 for I nvestigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Product drawing 150009474 was reviewed by the manufacturing site as part of the dimensional inspection for this complaint investigation. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Product drawing 150009474 was reviewed by the manufacturing site as part of the dimensional inspection for this complaint investigation. The reported complaint of "staples didn't come out properly" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It appears that the staplers are slipping from the forming tool before being completely formed. It was found that the anvil was deformed preventing the staples from forming properly. The anvil is a purchased component from two suppliers (wauconda and css). Currently, 25% of wauconda components are used in production orders and 75% of css. It is worth mentioning that during 2020, the wauconda inventory will be finished, and only css components will be acquired. However, since the lot number was not reported, it could not be determined which supplier manufactured the defective component, or when the defective anvil was manufactured. The components on the production floor were reviewed to ensure only conforming components were being used. A CAPA was previously opened by the manufacturing site to further investigate jamming issues related to visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with 33 staples left in the cover block indicating that at least 2 staples were fired by the end user. Reference file (B)(4) & visistat (B)(4) for investigation photos. The sample was sent to the manufacturing site for further investigation. For the dimensional inspection, the forming tool and the anvil were evaluated using a microscope with 30x magnification. It was observed that the forming tool was in perfect condition, however the anvil had some lateral notches. The anvil was reviewed in a vision system to visualize the angle marked in a drawing and it was found that the anvil has a deformity. Upon functional inspection, the staples were unable to form properly. The sample was shipped to the manufacturing site for further investigation. During functional inspection at the manufacturing site, two attempts to fire staples were made. Both attempts resulted in staples being unable to form properly. It appears that the staplers are slipping from the forming tool before being completely formed. The anvil and the forming tool were examined visually and dimensionally. It was found that the anvil was deformed. The device was assembled with a new anvil and the stapler was fired; the staple formed correctly. The deformity in the anvil prevented the staples from forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. Reference file (B)(4) & visistat (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Product drawing (B)(4) was reviewed by the manufacturing site as part of the dimensional inspection for this complaint investigation. The reported complaint of "staples didn't come out properly" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It appears that the staplers are slipping from the forming tool before being completely formed. It was found that the anvil was deformed preventing the staples from forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.

Event description:
It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with 33 staples left in the cover block indicating that at least 2 staples were fired by the end user. Reference file (B)(4) & visistat (B)(4) for investigation photos. The sample was sent to the manufacturing site for further investigation. For the dimensional inspection, the forming tool and the anvil were evaluated using a microscope with 30x magnification. It was observed that the forming tool was in perfect condition, however the anvil had some lateral notches. The anvil was reviewed in a vision system to visualize the angle marked in a drawing and it was found that the anvil has a deformity. Upon functional inspection, the staples were unable to form properly. The sample was shipped to the manufacturing site for further investigation. During functional inspection at the manufacturing site, two attempts to fire staples were made. Both attempts resulted in staples being unable to form properly. It appears that the staplers are slipping from the forming tool before being completely formed. The anvil and the forming tool were examined visually and dimensionally. It was found that the anvil was deformed. The device was assembled with a new anvil and the stapler was fired; the staple formed correctly. The deformity in the anvil prevented the sta ples from forming properly. However, since the lot number was not reported, it could not be determined which supplier manufactured the defective component, or when the defective anvil was manufactured. Reference file (B)(4) & visistat (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A product drawing was reviewed by the manufacturing site as part of the dimensional inspection for this complaint investigation. Since the lot number was not reported, it could not be determined which supplier manufactured the defective component, or when the defective anvil was manufactured. A CAPA was previously opened by the manufacturing site to further investigate jamming issues related to visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "staples didn't come out properly" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It appears that the staplers are slipping from the forming tool before being completely formed. It was found that the anvil was deformed preventing the staples from forming properly. The anvil is a purchased component from two suppliers ((B)(4)). (B)(4). It is worth mentioning that during 2020, the wauconda inventory will be finished, and only css components will be acquired. However, since the lot number was not reported, it could not be determined which supplier manufactured the defective component, or when the defective anvil was manufactured. The components on the production floor were reviewed to ensure only conforming components were being used. A CAPA was previously opened by the manufacturing site to further investigate jamming issues related to visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature.